Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic liver resection. After 10 minutes of use, short circuit error occurred. The tissue pad of the device was peeled and misalignment between probe and upper jaw is observed. The procedure was completed with another same device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on jun 6, 2016, omsc confirmed that the tissue pad was worn and partially peeled. The tissue pad was partially torn but there was no lack of the tissue pad. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.